Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was an automatic lead safety switch due to out of range impedances on the non-boston scientific right ventricular (rv) lead connected to this pacemaker. It was reported that there was pacing inhibition, during which the patient was symptomatic. The non-boston scientific rv lead was surgically abandoned and a new lead was placed and connected to this pacemaker, which remains in service. No additional adverse patient effects were reported.